Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1369 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient found that there was exudation at the edge of the PICC transparent dressing when the patient was taking medication, and all the connection parts of the catheter were checked to be normal. The PICC catheter was immediately trimmed and the kits were connected, and there was no exudation. At that time, 100ml ivdrip of fluconazole injection was being given to the patient. The nurse in charge checked that the patient's right upper arm sleeve and right corner of the garment were wet, the mattress was not wet, and the amount of exudate was about 80ml.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1369 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the patient found that there was exudation at the edge of the PICC transparent dressing when the patient was taking medication, and all the connection parts of the catheter were checked to be normal. The PICC catheter was immediately trimmed and the kits were connected, and there was no exudation. At that time, 100ml ivdrip of fluconazole injection was being given to the patient. The nurse in charge checked that the patient's right upper arm sleeve and right corner of the garment were wet, the mattress was not wet, and the amount of exudate was about 80ml.